Event description:
Customer reported meter results of 410 mg/dl, 302 mg/dl, 239 mg/dl, 190 mg/dl, 145 mg/dl, and 166 mg/dl within 10 minutes on the advantage system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.